Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needles inside the package of a bd precisionglide® syringe needle did not correspond to the color and measurement of the product code. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples or photos were received for investigation. A DHR review, quality notification and maintenance analysis were performed and no deviation was found. The lot purchased by the customer is 7088590 - catalog 300054 - needle precision glide 0.80x25, whose cannon color is green. For the continuity of the investigation it is necessary to know essential information such as the color of the mixed cannula, amount of product mixed for comparative analysis and understanding of the cause. As a form of production control, bd has a cleaning checklist to clear the line after the batch has been exchanged. With this, component checks are expanded during the process and product catalog exchanges, thus avoiding possible mixtures. As a form of production control, bd has a cleaning checklist to clear the line after the batch has been exchanged. With this, component checks are expanded during the process and product catalog exchanges, thus avoiding possible mixtures. Investigation conclusion: based on no sample/no photo, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failure. Not confirmed: bd was not able to duplicate or confirm the failure mode indicated by the customer, or the data were insufficient to the analysis. Due to the lack of information essential to the continuity of this investigation and definition of this claim, the defect in question will not be confirmed, classifying it as inconclusive.